Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed no delivery. The customer¿s blood glucose level was 177 mg/dl. The customer stated that the belt clip was broken off. Assisted customer in performing a 5.0u fill cannula. Customer stated that the insulin did not exit. The customer was advised to run load reservoir with empty insulin pump until piston reaches end of travel. The insulin pump did not alarm with no reservoir detected. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify insulin flow blocked alarms due to pump error 38 alarms. Device was received with corroded battery tube, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads